Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and concern with the product.

Event description:
Patient reported "a left side implant exchange from a textured to a smooth breast implant due to concern with the product and fluid found around the implant" healthcare professional reported "left side fluid around the implant and seroma and exchange." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.7, h6, g.1.

Event description:
Patient reported "a left side implant exchange from a textured to a smooth breast implant due to concern with the product and fluid found around the implant" healthcare professional reported "left side fluid around the implant and seroma and exchange." The device has been explanted.